Event description:
It was reported that the customer had a no delivery alarm on basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 255 mg/dl. The customer received a call from her healthare provider . The customer was offered to continue troubleshooting she said that she is going to nurse practitioner. No further assitance was needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.